Manufacturer narrative:
Complaint no: (B)(4). This is a report of use error, where there was an incomplete connection between the transfer set and the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the transfer set and the patient line. It was discovered that there was not a complete connection between the transfer set and the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.